Event description:
Meter will read in the 400's, then turn around and read in the 200's, then the next reading will display in the 100's. Customer doesn't know when to take her insulin because she doesn't know if the meter is giving correct results.customer finished the first set of strips, then went to purchase a new vial, and sporadic readings are still present. Customer stated this is the second device giving her inadequate readings.